Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attached: user facility medwatch report# (B)(4).

Event description:
User facility medwatch report# (B)(4) received that states "failure of device. Unable to deploy suture from the delivery system. The device did not do what it was supposed to do." No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that may contribute to a firing/ deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated d2a ¿ common device name: updated d3 ¿ name, address 1, city, postal code: updated d9 - device available for evaluation: updated from ni to no e3 - occupation: updated from physician to other health care professional